Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs system, including a percutaneous lead, on (B)(6) 2010. It was reported that the pt was in a car accident, and subsequently she felt stimulation lower than usual. She stated that she normally feels stimulation in her low back and buttock region, but she is now feeling it more in her legs. The pt will discuss the issue with her physician. No further information is available at this time.